Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body was deployed below the intended landing zone, in a location where the aortic diameter was at the upper end of the treatment range in the presence of significant angulation. A type ia endoleak was observed on the final angiogram and was unresolved following ballooning. The follow-up CT on (B)(6) 2014 shows a type ia endoleak and/or possible type ii endoleak. A re-intervention is planned to treat the endoleak with stenting and/or coiling.

Manufacturer narrative:
Based on follow-up information received from the site, the patient returned for a re-intervention on (B)(6) 2014 to place an aortic cuff which successfully resolved the endoleak. As of the date of this report, there have been no additional sequelae reported. Remains implanted.

Manufacturer narrative:
Remains implanted.